Manufacturer narrative:
No fault found; system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that c-arm failed to drive in/out; issue unconfirmed on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.